Manufacturer narrative:
Pr 9279082 follow up for device evaluation. It was reported needles are having coring issues and appear slightly longer with a longer bevel. To aid in the investigation, one hundred sample in sealed packaging blisters and three photos were provided for evaluation by our quality team. A visual inspection was performed. First, with 10x magnification, and then with 30x magnification. No defects or imperfections were observed. There was no damaged, defective grind or hooks. The bevels and etch were good. The photos show a strip of five packaging blisters and two needle assemblies with no packaging blister or plastic shield. The needle hubs are green with a slight difference in color concentration, which is an acceptable imperfection. No other defects or imperfections were observed. A device history record review was completed for provided material number 305165, lot 3179250. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptoms reported by the customer could not be confirmed.

Event description:
Pr 9279082 additional information: material#: 305165 , batch#: 3179250. It was reported by customer that some the bd needles are having coring issues and also noticed that lot no. 3179250 appears slightly longer with a longer bevel (lighter green needle hub) than that of lot no. 2228051 (darker green needle hub). Verbatim: regarding one of my customer¿s having a ¿coring¿ issue with some of your bd needles. Team bd please see complaint below regarding one of my customer¿s having a ¿coring¿ issue with some of your bd needles. Lot #: 3179250. Rcc received a complaint via email. Email(s) attached. Additional information received on 29-nov-2023. 1) what is the event occurrence date? 10/22/2023. 2) what was the patient impact? No patient impact. The cored vials were separated from the batch. 3) is the sample available to send back for evaluation? If yes, please provide shipping address for sending return label from (B)(6). 4) please provide material number. I am not sure where to locate the material number. I have attached a picture of the back of the needle below. 5) please confirm lot number. The lot number provided 3179250 was not found in our records. 3179250 appears to be the lot number on the needle. I have attached a picture of the needle below. Additional information received on 05-dec-2023. Unfortunately, I did not receive a shipping label. I have checked my junk mail as well. Would you mind resending it? Once I receive it, I will send it out same day.

Event description:
Material#: unknown batch#: unknown (lot number provided by customer: 3179250) it was reported by customer that some the bd needles are having coring issues and also noticed that lot no. 3179250 appears slightly longer with a longer bevel (lighter green needle hub) than that of lot no. 2228051 (darker green needle hub) verbatim: regarding one of my customer¿s having a ¿coring¿ issue with some of your bd needles. Team bd please see complaint below regarding one of my customer¿s having a ¿coring¿ issue with some of your bd needles. Lot #: 3179250 rcc received a complaint via email. Email(s) attached.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Device problem code: a0202 - defective component patient problem code: f27 ¿ no patient involvement it was reported needles are having coring issues and appear slightly longer with a longer bevel. As a sample was not returned, a thorough sample investigation could not be completed. To aid in the investigation, three photos were provided for evaluation by our quality team. The photos show a strip of five packaging blisters and two needle assemblies with no packaging blister or plastic shield. The needle hubs are green with a slight difference in color concentration, which is an acceptable imperfection. No other defects or imperfections were observed. A device history record review was completed for provided material number 305165, lot 3179250. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptoms reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.